Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high pacing impedance measurements of greater than 2000 ohms. No r-waves were also observed. During an attempt to reposition the rv lead, the helix was observed to not rotate properly. The physician decided to remove the rv lead before pocket closure and it was never in service. No adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.